Event description:
The user facility reported a 47-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella rp device for mechanical circulatory support. One day after implant, it was noted that the pump stopped unexpectedly. The pump restarted, however, the following day, the patient showed signs of hemolysis. As a result of the failure and the noted condition, the decision was made to explant the pump. The patient remained supported with an already implanted impella 5.5 pump.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The product was returned for investigation. Data logs show a motor current spike while running on p-level 7, followed by a pump stop. High purge pressure was noted during the pump stop event. Low pump flow was also reported during the case run. No physical abnormalities were reported on the returned product. The pump successfully passed electrical testing and ran as expected during the test run. The motor housing was torn down for further investigation. No evidence of damage or foreign material injection was found. The cause of the hemolysis issue was most likely biomaterial based on data log review. The cause of the temporary pump stop issue was not determined. D6a/d6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03754: g1 reporting contact fax number missing.